Event description:
It was reported that the customer had been experiencing low blood glucose levels for three months. The customer stated that he had passed out in a parking lot but was not hospitalized. The customer reported another two instances in which he passed out and was treated one of the times with glucagon. The customer's blood glucose at the time of the call was 149 mg/dl. The customer declined troubleshooting for the insulin pump as it was working fine. The customer was hospitalized in (B)(6) 2014 due to low blood glucose levels of 30 mg/dl. The customer passed out while at work and woke up in the hospital. The customer could not recall further details about the hospitalization aside from that his blood glucose levels decreased too quickly for him to react appropriately. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.